Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor diaphragm valve, 225cc saline breast implant, catalog# 3501630, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with two mentor smooth round moderate profile 225cc saline breast implants which the left side deflated after implantation. The issue was diagnosed during the physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 3/07/2018, additional information received indicates that on (B)(6) 2018, the patient elected to undergo bilateral removal, and replacement even though there was no issue with the right side device. Replacement devices: left breast implant mentor round high-profile gel filled 350cc, catalog number: 3503504bc, lot number: 7473882 right breast implant mentor round high profile gel filled 350cc, catalog number: 3503504bc, lot number: 7503781 on 03/22/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/09/2018, new information indicated that the replacement device serial number for the left is (B)(4), and the replacement device serial number for the right is (B)(4). On 5/4/2018, additional information indicated that the patients' ethnicity is white instead of (B)(6) in the initial report, manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were found. The complaint was confirmed since deflation was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed in the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).